Event description:
It was reported that while the patient was having outpatient surgery the patient coded twice near the end of the procedure. The patient was intubated and transferred to another facility. The patient is pacing dependent and it is presumed that the patient was asystolic during the time that cautery was being used on the patient. This led to noise and the device experiencing oversensing. It is likely that pacing was inhibited for approximately 2 minutes 12 seconds. An interrogation of the device after the outpatient surgery found the device had triggered recommended replacement time. The lead remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis showed normal depletion. The device met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis showed normal depletion. The device met expected longevity.